Event description:
It was observed that during the device evaluation, the air valve of the videoscope was corroded. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the air valve of the videoscope was corroded. Based on the results of the investigation, it is likely degradation of the valve led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.